Manufacturer narrative:
A device history record review was conducted. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. A probe was returned for evaluation. The sample was visually examined using 25x magnification and was determined to be visually conforming. The sample was functionally tested for aspiration, actuation and cut. Aspiration, actuation and cut were all deemed conforming. The probe was determined to be conforming to all visual and functional specifications. The device history records of the lot number provided indicated product was released according to the manufacturer¿s acceptance criteria. Why the doctor thought the probe was not working could not be determined from this investigation. No specific action with regard to this complaint was taken because the probe met all visual and functional specifications. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting of the probe occurred during a vitreoretinal procedure. The condition of aspiration and actuation was unknown. The probe was replaced with another one and the surgery was completed without harm to the patient. Additional information and product sample have been requested.